Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in a pinhole form near the middle part during first inflation at 5 atm for 3 seconds. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and patient was in good condition post procedure.